Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device interrogation, inappropriate mode switch due to intermittent undersensing was observed. The event was resolved with medication changes.